Manufacturer narrative:
G4:14nov2020. B4:25nov2020. A speaker assembly was returned for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. An investigation was performed and the speaker assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The manufacture service technician confirmed the issue. The error was present in the diagnostic report which is consistent with primary alarm failure. The manufacture service technician indicated the device did alarm as it should have. The manufacture service technician replaced the speaker assembly to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05may2020.

Event description:
The customer reported primary alarm failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.